Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported image artifacts all over the images and examination was not possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was based on expert examination of the affected assembly considering complaint description, cs reports, system history and system log files. Defective components were found on the returned copra/ceb board of the real time computer (rtc), which was examined at the factory. This caused image artifacts on site, which is why the physician decided to continue the examination on another system. Such a problem can be solved by service intervention only. In the given case, the mentioned board was replaced by the local service organization the error has not been reported again. The spare parts consumption was checked and a possible general fault which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.